Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient's nurse that the patient thought that the external equipment wasn't charging the implant properly; the patient rep said the patient started complaining of this at the beginning of the weekend. The patient's nurse said they had not seen the patient walk today or yesterday, but it seemed the patient was still ambulating at their baseline. However, the patient had a new facial tremor that had developed today. During the call, the patient representative could start a charging session for the implant with excellent coupling, but the implant was below 25%, and therapy was off. The circumstances that led to the reported issue were asked but unknown; no issues were seen with the recharger during the call- the patient rep said this had happened twice before where the implanted battery charge level got so low that it turned off. Pt rep said that they didn't know why this was happening because, up until now, the patient had been quite independent and typically charged the implant battery a little bit every morning. The p atient rep said that it was amazing what a difference the therapy made because the return of symptoms was so obvious when therapy was off. During the call, the implant battery charged 25%, and the patient rep could turn the therapy on; the patient rep said this re solved symptoms immediately. The troubleshooting steps that were taken on the call resolved the issue. The agent reviewed the general use of the recharger and patient programmer to turn the therapy back on. The patient will continue charging the implant to completion.